Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was leaking. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 382533, batch no: 8304898, 8310640. It was reported that catheters are leaking. Per pir form: product leaking not holding a seal.

Manufacturer narrative:
Investigation summary: DHR: lot number was built and packaged on afa 11 from 06nov2018 through 11nov2018 for the quantity of 448.810 ea. All required challenge samples, set-up and testing was conducted per specifications and in accordance with the in-process sampling plans. There were no indications of reject activity throughout the build of this lot that would impact the outcome of the quality of the product relevant to the reported defect stated in the pir. Observations and/or testing; was not conducted because units were not provided for this incident for the alleged defect of leakage. Conclusion(s): relationship of device to the reported incident: indeterminate.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8304898; medical device expiration date: 2021-10-31; device manufacture date: 2018-11-12; medical device lot #: 8310640; medical device expiration date: 2021-10-31; device manufacture date: 2018-11-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was leaking. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 382533, batch no: 8304898, 8310640. It was reported that catheters are leaking. Per pir form: product leaking not holding a seal.